Event description:
Redness in lower extremities [erythema]. Rash in lower extremities [rash]. Itching [pruritus]. Case description: spontaneous report was received on (B)(6) 2011, from a physician regarding an (B)(6) female patient, initials unknown, with osteoarthritis of both knees. The patient's medical history was significant for hypertension. On (B)(6) 2011, the patient initiated treatment with synvisc (hylan g-f 20) injection of 2 ml in both knees. The lot number of synvisc was not provided. On (B)(6) 2011, the patient experienced redness and rash over lower extremities. It was reported that she did not have the second synvisc injection. On (B)(6) 2011, the patient visited a dermatologist and received treatment. The outcome for the events of redness and rash was not provided. Concomitant medications included amlodipine besilate and candesartan cilexetil. The intensity for the events of redness and rash was not provided. The physician assessed the relationship between synvisc and the events of redness and rash as definite. Additional information was received on (B)(6) 2011, in the form of qa (quality assurance) investigation summary. The product lot number was not provided and batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated. On a periodic basis, data is presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Additional information was received on (B)(6) 2011, which made the case serious. The patient's initials were (B)(6). The patient had no history of allergy. It was reported that the patient had been treated with monthly intra-articular injection of hyaluronate sodium (other product) for one year without any problem. The event terms were updated to redness in lower extremities and rash in lower extremities. On (B)(6) 2011, the patient received synvisc injection into outsides of both knees. The same day, at 9:30, the patient's original arthritis alleviated after the synvisc injection. On (B)(6) 2011, the patient visited the emergency room (ER) and was instructed to be under observation. On (B)(6) 2011, the patient experienced itching. On (B)(6) 2011, she revisited the department. The events of redness and rash existed from foreside of both thighs, to inside of lower thighs. The action taken with department. The events of redness and rash existed from foreside of both thighs to inside of lower thighs. The action taken with synvisc was permanently discontinued. She was prescribed betamethasone valerate gentamicin cream. The patient did not visit the institute after that. Therefore, the outcome for all the events was unknown. The intensity for the event of itching was not provided. The reporting physician assessed the relationship between synvisc and the events of redness in lower extremities and rash in lower extremities as probably related. The reporting physician did not provide the relationship between synvisc and the event of itching.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided and batch review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated. On a periodic basis, data is presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.